Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced thrombus. It was also reported that the right atrial (ra) lead dislodged. Repositioning was carried out on the lead and it remains in use. No further patient complications have been reported as a result of this event.